Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic with syncope, noise was observed on the right ventricular lead. The device stored non-sustained episodes that were due to lead noise and correlated to the patient's syncope. The lead was capped and replaced on (B)(6) 2016. Patient condition was stable.